Manufacturer narrative:
Product analysis: visual review confirms implant disassembly. Visual and microscopic examination identified fracture and associated deformation on the anterior face of both end components, consistent with significant bending stresses. This deformation could have provided an escape path for the end component ratchet springs, resulting in subsequent disassembly.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient underwent cervical corpectomy procedure at level c5-t1 due to pre-op diagnosis as c5 fr acture. Reportedly, on an unknown date, post-op, the plate broke and the graft was loose. Whether any fragments remained in patient or not was unknown. The patient had not achieved solid fusion as it was too early for fusion. The patient underwent additional surgery on (B)(6) 2017. The broken plate was removed and the graft was adjusted to fill the gap and a new plate was implanted. Patient had no injury post the revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.